Event description:
The customer reported that she went to urgent care due to high blood glucose levels. The customer did not know the blood glucose reading at the time of the visit. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.